Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer has attempted to retrieve additional information on the event. No further information on the event nor on the device disposition after the explant has been received to date. Based on the limited information available, a definitive root cause for the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies can be identified. Should the manufacturer receive additional information in the future, a follow up report will be provided within the required timelines.

Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed on this event through the device tracking team. Based on the information reported on the patient implant form, on (B)(6) 2014, a patient received a carbomedics standard aortic valve a5-023 in aortic position. The device was reportedly explanted on (B)(6) 2019, and it was replaced with a carbomedics standard aortic valve a5-025. No further information is presently available. The manufacturer did not receive any allegation of a device malfunction nor of a serious injury for the patient from the site.